Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual vibration test was performed and and failed. Functional tests were performed and the vibrator test failed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective motor. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test results was performed and failed. Functional test which failed was vibrator test. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance measured was performed and failed. Internal visual inspection was performed and passed. No vibrate on receiver alert manual test. Vibrator motor resistance measured ~ 549.27mohm (failed). The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be receiver dispatch error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).